Event description:
It was reported while using 2 bd safetyglide¿ needles only, 23 g x 1 in, the needles were clogged. The following information was provided by the initial reporter: needles clogged. Resulted in pt. Having to be re-injected.

Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this field. There were multiple lot numbers provided by the initial reporter which may have been involved. The information for each lot number is as follows: medical device lot #: 2018058, medical device expiration date: 23-jan-2022, device manufacture date: 31-dec-2026, medical device lot #: 1340735 (invalid lot #), medical device expiration date: na, device manufacture date: na. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using 2 bd safetyglide¿ needles only, 23 g x 1 in, the needles were clogged. The following information was provided by the initial reporter: needles clogged. Resulted in pt. Having to be re-injected.